Manufacturer narrative:
The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube, broken reservoir tube lip, missing reservoir tube o-ring and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report damage to the insulin pump. Customer reported that 1/4 of the top of the reservoir compartment is missing and the gasket is sticking out of the pump. Customer's blood glucose at the time of the incident was 140 mg/dl. No significant events leading to the damage were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.